Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The tube has worked on and a fuse on the tube generator card was replaced, the system was tested and found to be working as intended and put back into service.